Event description:
Reporting status: serious injury/ permanent damage. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that during stenting of a heavily tortuous and heavily calcified circumflex artery, the first rx vision stent would not cross the lesion. A second device, a rx mini vision, was attempted; it also would not cross the lesion. Another rx mini vision was attempted, but also was unable to cross the lesion. When the physician removed the device from the vasculature, it was noted that the stent was not on the balloon. The stent was not seen on angiogram within the vasculature. It is unk whether the stent dislodged within or out of the vasculature. There were no reported pt effects. There is no add'l info available.

Manufacturer narrative:
Results - quality engineering was unable to perform an evaluation the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis of the device revealed that the stent delivery system (sds) was returned with blood on the balloon and on the distal shaft. There was contrast on and in the balloon, on the distal shaft, and in the inflation lumen. The stent implant was dislodged from the balloon and was not returned. The balloon was returned partially inflated. There were crimp marks on the balloon between the markers. There were two kinks in the hypotube, 18 cm and 65 cm distal to the strain relief tubing. There was no other damage noted to the sds. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.